Event description:
Surgeon initially reported via the ce11 (B)(6) survey (conducted by (B)(6) on (B)(6) 2013) that there was an infection related to our hardware. Stryker representatives received this information on (B)(6) 2013 in an email from (B)(6). Sales rep talked to surgeon face to face to on (B)(6) 2013 to get more information. Rep found out that there was an infection in the mandible and the mandibular plate had to be removed. The surgeon did not know the date or the patient name because the case was so long ago and was unable to find surgery records. He estimated that the revision happened one year ago. The sales rep was unaware of the event until today's meeting with the surgeon.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital.. If additional information is received it will be reported on a supplemental report.